Event description:
It was reported that a burning smell emitted from the tcm during cardiopulmonary bypass surgery. The product was changed out and the surgery was completed. Successfully.

Manufacturer narrative:
No investigation was performed. The hospital chose not to have the unit serviced. They could not duplicate the issue. This report is being submitted to the FDA as a result of a retrospective review of product complaints.